Event description:
The complainant reported that the clinicians were performing a therapeutic radiofrequency ablation (rfa) on a pt for hcc. Four electrode pads were attached to both femoral regions of the pt. The pt then layed on the left side with the pad placed between the pt's body and the bed. The pt's liver texture was reported as cerotic. The procedure was performed percutaneously. The algorithm was followed according to the complainant, with the recommended settings used. The ablation time was reported as approx just under 8 mins, while using a 2 cm leveen needle. The highest power achieved was 80 watts. The procedure was successfully concluded. Subsequent to the procedure, the clinicians noted a burn to the pt outside the left femoral under an electrode pad. In 2007, the complainant reported that the burn exhibited redness and "very small blistering", and was thus classified as second degree burn. The burn was treated by a dermatologist. The info regarding the specific treatment performed by the dermatologist was unable to be obtained. There was no indication of any further adverse affect on the pt.

Manufacturer narrative:
The complainant reported that the device will not be returned for eval; therefore, a failure analysis is not available and we are unable to determine if the device met spec. The may 2007 15-month radiofrequency ablation generator complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. In addition, the may 2007 15-month radiofrequency ablation accessories complaint trend report, inclusive of all failures modes was reviewed; no adverse trends were noted and no data point exceeded the complaint alert limit. The directions for use for this device warns the user on page 6, paragraphs 1 through 3 state, "surveillance of the dispersive electrodes is essential for safety, especially for lengthy ablations. This should occur at the beginning of the ablation, to prevent burns by early detection of a misapplied electrode. Surveillance is also important during ablation to detect a pad for which the interface quality is compromised, such as in peeling and tenting. To aid detection of poorly adhered or improperly placed return pads, the rf 3000 generator has been equipped with the pad guard current monitoring feature. Each of the four return pads is monitored for current flow. Current exceeding 0.8 amp results in an error message indicating the high current pad (p1, p2, p3, or p4) and halts the generator. Pad guard reduces the likelihood of skin burn, but does not eliminate it completely. One should monitor both the pad contact and skin conditions periodically throughout the procedure".